Event description:
It was reported that the right ventricular lead was oversensing and also had an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was distorted, all of the conductors were stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was melted, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.